Manufacturer narrative:
Inspected one opened/used enlite sensor and performed visual inspection. Found sensor electrode split from tubing. Unable to confirm customer received sensor in said condition due customer returned opened/used.

Event description:
Customer reported that when she removed her sensor the sensor cannula was broken. Customer stated that the cannula was bent and split in two. Customer stated that there was little blood on the tape and in the cannula. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.